Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-57 mg/dl. Low bg cause was not known. Customer drank juice and ate skittles to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.